Event description:
Additional information received - the patient reported difficulties with near vision. The icl was explanted on (B)(6) 2013 and exchanged for a longer lens. The icl was discarded by the facility.

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - the residual refraction provided shows residual astigmatic error which may impact on near vision. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst, etc). Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior subcapsular cataract with no progression. Staar believes that the action to remove and/or replace the icl increases the risk for anterior subcapsular cataract. Conclusions: based on the complaint history, work order search and medical review, the most likely cause of low vaulting is a short lens. (B)(4).

Manufacturer narrative:
(B)(4): lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens has a low vault and will be explanted.